Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth or weight for the patient in this event. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance. There were no indications that there were issues with the hardware, system flags or issues with any other assay at the time of the event. There is no indication that the customer sent the access total bhcg (5th is) reagent to bec for further investigation. In conclusion, the cause of this event could not be determined. (B)(4). All mdrs related to this event: 2122870-2016-00424, 2122870-2016-00425.

Event description:
The customer reported obtaining non-reproducible low beta human chorionic gonadotropin (access total bhcg (5th is)) results for two (2) patients on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). This MDR represents the events surrounding patient 2 while related MDR 2122870-2016-00424 will represent the events surrounding patient 1. Patient 2 was initially tested on (B)(6) 2016. The initial access total bhcg (5th is) result obtained was within the normal reference range of the assay. As the patient was undergoing in vitro fertilization (ivf) treatment the initial low result was questioned. On (B)(6) 2016 the patient's sample was reanalyzed on the original unicel dxi 800 access immunoassay system and a significantly higher result, in a different clinical category, was obtained. The initial low access total bhcg (5th is) result was released from the laboratory. Subsequently, there was a change in patient treatment/management as patient 1's progesterone injections were discontinued for one (1) day as a result of the low total bhcg (5th is) result obtained. System performance indicators such as assay quality control (qc), calibrations and system checks were not supplied for review. The customer did reanalyze previously tested patient samples back to the last acceptable qc run and noted that there were no additional discrepancies other than the two (2) patients mentioned above. There were no indications of hardware issues, system flags or issues with other assays in conjunction with this event. The patient's sample was collected in a 13x100mm collection tube with a gel separator which was centrifuged for five (5) minutes at 3,500 rpm (revolutions per minute). There were no indications of sample integrity issues in association with this event.

Manufacturer narrative:
After further contact with the customer it was determined that there was no adverse affect to the patient's pregnancy in conjunction with the one (1) day discontinuance of the progesterone injection.